Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarms check clutch /plunger level intermittently and it does not give an occlusion alarm when syringe is occluded. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg 6/10/2024. One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worn-out clutches was the root cause and they were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.